Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 05/10/2024. An investigation was conducted on 05/15/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. Both connector ends were observed to be intact with no visual defects. An electrical evaluation was conducted. The adapter was connected to a reference power supply vh-3010 and reference extension cable with no visual or physical difficulties. A pre-cautery test was performed per the instruction for use with a reference hemopro 2 and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce steam and heat during activation. An engineer evaluation was conducted on 05/31/2024 with the following results: hemopro2 adaptor was visually inspected for damage and defects. Externally, there was no damage or defects observed on any of the components of the hemopro2 adaptor. Next, utilizing the hemopro2 adaptor wiring schematic as a guide, the electrical continuity of each of the four conductors of the hemopro2 adaptor were tested. The results of electrical continuity test found that all four conductors inside the hemopro2 adaptor had intermittent electrical continuity. The electrical continuity was affected by whether the black four conductor cable was held straight or bent. This is not normal. The 4-pin receptacle connector was disassembled to inspect the solder connections of the four wires from the black cable. All four solder connections on the 4-pin receptacle connector were found to be intact. The 6-pin din plug connector was disassembled to inspect the solder connections of the four wires from the black cable. The strain relief overmold on the 6-pin din plug connector was removed to reveal that the solder connections were protected and secured with a hard white plastic overmold. The hard white plastic overmold was not removed because the removal process would destroy the solder connections. Because electrical continuity failed on all four wires when the cable is bent at an angle, it was determined that all four wires were disconnected/broken within the black cable or at the solder joint. There was no visible blunt force or damage detected to the outer sheath of the extension cable. Based on the returned condition of the device and investigation results, the reported failure "failure to deliver energy" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product a lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor didn't work. It did not activate. They noticed no power being generated and changed out vh-4020 to another hp2 adapter (vh-4020) to complete case. No delays reported, or harm to patient.